Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('aches/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling / tingling in both hands and feet"), feeling abnormal ("brain fog"), rash ("rash"), pruritus ("random itchiness"), hypoaesthesia ("numbness in both hands and feet") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, weight increased, paraesthesia, feeling abnormal, rash and pruritus outcome was unknown. The reporter provided no causality assessment for fatigue, feeling abnormal, hypoaesthesia, paraesthesia, pelvic pain, pruritus, rash and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: events ¿random itchiness¿, ¿numbness in both hands and feet¿ and ¿fatigue¿ were added. The event 'tingling' was updated to 'tingling / tingling in both hands and feet'. Reporter was added. On (B)(6)2020: social media report: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('aches/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling"), feeling abnormal ("brain fog") and rash ("rash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, weight increased, paraesthesia, feeling abnormal and rash outcome was unknown. The reporter provided no causality assessment for feeling abnormal, paraesthesia, pelvic pain, rash and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added, event pelvic pain was marked serious and intervention required. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.